Manufacturer narrative:
The (B)(6) 2014 hemolysis event was previously reported under MFR# 2916596-2015-00081. The pump was returned for evaluation. The proximal-side of the inlet stator revealed evidence of deposition in the pump. The distal-side of the outlet stator had no evidence of deposition. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing cup and ball. The thrombus rings appeared to develop in laminated layers, which suggests that they were present while the pump was operating. Prior to disassembly of the pump, the thrombus rings were likely a single thrombus formation. Examination of the rotor revealed non-laminated depositions situated on and in between the blades of the rotor. The structure of the depositions suggested that they did not develop on the rotor. The deposition had areas that appeared denatured which is an indication that the deposition was likely present while the pump was in operation. Although its origins cannot be conclusively determined, the deposition was similar to the rings found on the inlet bearings, and likely developed there. The pump was explanted on (B)(6) 2015. Although a duration of time that the thrombus was present in the pump could not be determined, if it were present in the pump at the time of the original reported event from (B)(6) 2014, it would have contributed to the reported hemolysis. The thrombus would have also created additional resistance on the spinning rotor, contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump was cleaned and functional testing was performed using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The manufacturer is closing its file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was treated for hemolysis on (B)(6) 2014 and was discharged home. It was reported that the hemolysis evolved into a clot and the patient underwent a pump exchange on (B)(6) 2015.